Event description:
A hospital in (B)(6) reported via a fisher & paykel healthcare representative that there was an air leak at the wye connector of an rt236 breathing circuit. The reported leak was found during pre-use testing on a servo-I ventilator.

Manufacturer narrative:
(B)(4). Method: the returned rt236 infant breathing circuit was pressure tested and submerged in a water bath to test for leaks. Results: a leak was detected between the swivel elbow and y-piece of the breathing circuit. A lot check revealed one other complaint (twenty devices) of this nature for lot number 100510. Conclusion: all circuits are pressure tested before they are allowed to leave the production line. This is an automated process and the circuit would have met the required specification at the time of production. The two parts that make up the y-swivel are held together by a snap-fit, which has some inherent leakage that is detected and compensated for by the ventilator. It is possible that if not properly locked into place, the leak between the swivel joint was enhanced during transport or setup despite having passed the leak test at the time of production. The rt236 user instructions state the following: check all connections are tight before use; perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient; set appropriate ventilator alarms. (B)(4).